Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that the cause of the rupture is unknown, but since it was entangled in the tether near the retrieve head, it may have become entangled in the tether and ruptured at the timing of retraction. A tissue thought to be a tendon cord was entangled in the tether, but it could not be determined because there was no increase in tricuspid regurgitation in the echocardiogram and other findings.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra], product ID: [mc2avr1-delsys], (serial: (B)(6), d9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) the patient experienced a tendon cord rupture as the main unit got stuck near the tricuspid valve and could not move, leading to a forced retrieval. The data was worse than expected, an attempt was made to reposition it, but it could not be successfully retrieved. While continuing the operation, the tine of the leadless ipg became detached from the myocardium, and multiple attempts were made to reposition it, but it could not be successfully retrieved. After some maneuvering, it was somehow retrieved, but it seems that tissue, possibly chordae tendineae, was caught between the retrieval head and the recapture cone, and it was likely torn during retrieval. The leadless ipg was successfully implanted. No further patient complications have been reported as a result of this event.